Event description:
Additional information received from the patient's hcp of record reported that the patient had not been seen since (B)(6), 2010. No other information was provided.

Event description:
It was reported that the patient developed an infection after their neurostimulator pocket eroded. The infection caused a "bloody leak" in the patient's implant pocket. The patient went to the emergency room and received antibiotics to treat the infection. The corner of the implantable stimulator(ins) protruded from a hole in the skin of the patient's back. The patient intended on having the ins removed. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 748925, (B)(4), implanted: (B)(6) 2010, explanted: na, extension model 748925, (B)(4), implanted: (B)(6) 2010, explanted: na, lead model 3998, lot# v185950, implanted: (B)(6) 2010, explanted: na, programmer model 7435, (B)(4).